Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned for analysis cut in two pieces. Visual inspection found internal insulation abrasions from 9.1cm to 10.0cm and 31.1cm to 33.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported fluoroscopy revealed externalized conductors. No electrical anomalies were noted. Lead was explanted and replaced.